Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. On (B)(6) 2011 a zoll territory manager contacted zoll customer support to report that an (B)(6) year old male patient was in the hospital reporting that he was treated because there were burn marks on his back. A zoll patient service representative (psr) was sent to assist the patient and reported that the patient had a 3" x 3" area under one of the rear therapy electrode pads (te). The area was reportedly yellow in the middle and reddened around the outside. The psr reported that the patient refused to continue using the device and that the patient insisted that battery acid leaked from the back te pad and burned him. The patient's equipment was returned for evaluation. While exchanging the equipment, the psr reported that the equipment smelled like bacteria. The patient's nurse stated that the patient showed signs of infection and that the dermatology nurse felt the mark was a pressure sore. The clinical outcome of the skin irritation is unknown.

Manufacturer narrative:
Device evaluation summary: device evaluations of electrode belt sn (B)(4), monitor sn (B)(4), battery sn (B)(4) and battery sn (B)(4) was completed. The monitor and belt were fully functional upon receipt and able to detect and treat a patient. The batteries were fully functional and able to power on a monitor and charge. Per patient download data, the patient did not receive a treatment. There are no batteries in the therapy electrodes. There was no evidence of leaking cells from the battery packs or contamination to the electrode belt or monitor that may have caused or contributed to the alleged burn. Device manufacturer date monitor sn (B)(4); electrode belt sn (B)(4); battery sn (B)(4): 11/01/2008; battery sn (B)(4): 11/01/2010. Method: biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.